Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: 510k#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: (B)(4). False positive vibrio results with abnormal curves.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: 441916 - instrument max clinical: false positive vibrio results with abnormal curves.

Manufacturer narrative:
H6: investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive¿. Customer reported that they are having false positive on vibrio. Field service was dispatched. Field service cleaned the rack area and both heater mux. Field service replaced and normalized a side reader. Field service performed calibration of the robot. Field service performed a successful qualification run on side a. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(4) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 31jan2019, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(4) and customer reported that they have been receiving increasing false positive on ebp. Field service was dispatched. Field service disassembled and cleaned both readers. Field service verified the alignment of the instrument. Field service performed efc and normalized both readers. No samples were returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service.